Manufacturer narrative:
B4:20sep2021. The philips service engineer (se) evaluated the ventilator and confirmed 1105-alarm led failed error in the event log, and the power led had an illumination failure. The reported problems were traced to a faulty power switch overlay. The se replaced the power switch overlay to resolve the issue. The device successfully passed all required testing. Following the repair, the device was returned to service. No part was received for failure investigation, but previous investigations have shown the excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment, which is why this is not a universal or catastrophic failure of all units.

Event description:
It was reported to philips that the device had an alarm (light-emitting diode) failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.